Manufacturer narrative:
(B)(4). Service engineer inspected the device and the alleged condition could not be duplicated. During testing, the ventilator displayed "battery inoperable". Further investigation indicates the customer was using a non-approved covidien/medtronic battery on the ventilator. The customer biomed replaced the battery. The ventilator passed the entire required testing.

Manufacturer narrative:
(B)(4). The evaluation of the device has not been completed.

Event description:
It was reported that the ventilator shut down while on a patient. The patient was manually resuscitated via an ambug then later transferred to another ventilator with no harm.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.